Event description:
A customer contacted beckman coulter inc. (Bec) regarding a clear blue leak around the coulter lh 750 slidemaker. The customer could not locate the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed there was a clear blue liquid leaking out of the instrument. Upon further inspection, the fse found that the tubing at pinch valve vl19 and vl20 were cut and leaking (vl19 provides pressurized diluent to the rinse block and vl20 provides pressurized diluent to rinse the reservoirs and dispense lines). Fse replaced tubing and verified repair per established procedures and results met published performance specifications. No further leaking occurred. The root cause for the leak was cut tubing going through vl19 and vl20. (B)(4).